Event description:
It was reported that prior to the start, post anesthesia of a da vinci-assisted pulmonary lobectomy surgical procedure, the permanent cautery hook instrument anterior filament appeared to be burr and had fracture. There was no report of any fragments falling inside the patient. The customer replaced the permanent cautery hook instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that no fragments fell inside the patient during the procedure.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the anterior filament appeared burr and fracture, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a frayed pitch cable at the distal clevis hub. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the frayed pitch cable to be related to the customer reported complaint. The common cause of the frayed pitch cable is attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. There were additional observations not reported by the site and not related to the reported issue. The permanent cautery hook instrument was found to have the plastic proximal clevis broken. The broken pieces are missing as a result of the breakage. The missing pieces measuring approximately 0.014¿ x 0.058¿ and 0.047" x 0.035" were not returned with the instrument. The common cause of the broken instrument proximal clevis is typically attributed to mishandling/misuse. Damage from mishandling/misuse may include applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal. The instrument was found to have mechanical indentations on the distal clevis. No material appears to be missing. The root cause of this failure is also attributed to mishandling/misuse. This complaint is considered a reportable malfunction event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.